Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering up normally, warm to the touch) has been confirmed. As received, the monitor powered on but failed a pulse test. The cause for the failure was a shorted 5.4v power supply in the u1004 transceiver on the computer/analog pca. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was hot to the touch and was not powering on normally.